Manufacturer narrative:
Correction in b5: it was mistakenly reported in the initial report that the surgery would take place at a later date, yet the surgery had already occurred. The verbiage in b5 has been corrected to reflect the explant procedure was completed.

Event description:
As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue. Therapy was restored post operative.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.